Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. As the patient has chronic atrial fibrillation, the physician elected to leave the ra lead as is. No adverse patient effects were reported.